Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed glucose tablets to address bg. Customer updated the basal rate to address the event.